Manufacturer narrative:
H6: investigation summary: a device history record review was completed by our quality engineer team for provided lot number 2004125. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. To aid in the investigation of this incident, the affected sample was returned for evaluation by our quality engineer team. Through examination, breakage was observed with the syringe plunger component. The material used to manufacture the emerald syringes has been selected and tested to resist normal conditions of use. The assembly machines have an in-line detection system that inspects all product for signs of defect. It is possible that this incident resulted from a blockage within the packaging feeder, post assembly. Further actions have been initiated to prevent the chance of recurrence for this type of defect.

Event description:
It was reported that the bd emerald¿ syringe plunger was found damaged. The following information was provided by the initial reporter, translated from french to english: "2ml syringe with incomplete plunger."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd emerald¿ syringe plunger was found damaged. The following information was provided by the initial reporter, translated from (B)(6) to english: "2ml syringe with incomplete plunger".